Event description:
A patient in a long term acute care facility was receiving v.a.c. Therapy on a groin wound following a femoral bypass graft that developed an infection. The wound care nurse indicated that the patient has severe peripheral vascular disease and has had multiple procedures in the past to address the peripheral vascular disease including a right above the knee amputation. The nurse further indicated that prior to v.a.c. Therapy being initiated, the patient had a bleeding episode; the patient was diagnosed with a left groin pseudo aneurysm and developed bleeding at the time. The nurse also indicated that she applied the original v.a.c. Dressing in 2007 and was very concerned because, even though the patient had a cover of granulation tissue, the patient's tissues were very friable and she did not feel v.a.c. Therapy was appropriate. Two days later, the patient bled from the wound; a pressure dressing was applied over the v.a.c. Dressing and after hemostasis "appeared to be achieved", the patient was transferred to another hospital. The nurse also indicated that she does not believe v.a.c. Therapy caused or contributed to the bleed and feels with the patient's history of bleeding, the infection and previous procedures, the patient would have bled without v.a.c. Therapy.

Manufacturer narrative:
The patient is currently hospitalized and is being treated with intravenous antibiotics for an infected groin wound. The patient's nurse indicated that, the patient is currently on subcutaneous heparin and is receiving an alternate dressing. The nurse did not know if the patient had a blood transfusion related to the bleeding incident, however, the nurse indicated that there had not been a transfusion recently. V.a.c. Labeling states under "warnings" "bleeding": "with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamosis or grafts) /organ, infection, trauma and radiation; patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, and patents who do not have adequate tissue coverage over vascular structures". It also states: "infection may erode blood vessels and weaken the vascular wall which may increase susceptibility to vessel damage through abrasion or manipulation. Infected blood vessels are at risk of complications, including bleeding, which, if uncontrolled, could be potentially fatal. Extreme caution should be used when v.a.c. Therapy is applied in close proximity to infected or potentially infected blood vessels". H3: although there was no report of a device malfunction, the device was returned to kci quality engineering and is pending an evaluation.